Manufacturer narrative:
Visual inspection of the returned device revealed that there was no saline in the balloon. The balloon was inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified in a go/no go gauge to be within specification. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynxgrip instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and result in the balloon pulling through the arteriotomy. There is no evidence to suggest that the mynxgrip (6f/7f) vascular closure device did not meet specification or perform as intended per the IFU. The review of the lhr (f1435109) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the clinical nurse informed the company distributor that the mynxgrip (6f/7f) vascular closure device failed during the procedure. The balloon inflated during prep. The balloon deflated during the procedure. There was no calcification on the vessel. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was given antibiotics intravenously as a routine protocol for angioplasty cases. The patient's hospitalization was not mynx related. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention periphery sheath size: 6f stick location: medium vessel size: 6 mm.